Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between december 03, 2023 and december 02, 2024 recorded the pacing impedance around 550 ohms with one outlier to approx. 1700 ohms at the end of the recording period. The analysis of the provided iegm episode no. 184 revealed artifacts on the rv channel, which led to oversensing and shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing with inappropriate shocks was reported. A lead revision is planned.

Manufacturer narrative:
Combination product: yes-